Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er420 clip jams on every other firing. The same device was used to complete the case. There was no consequence to the patient.